Manufacturer narrative:
As reported by the (B)(4) study, the patient experienced a myocardial infarction and expired after discharge from the index procedure. The target lesion was located in the ostium of the left internal carotid artery. Lesion was described as circumferential, eccentric, non-thrombosed, with moderate calcification. The reference vessel was 5.0mm in diameter and mildly tortuous. The lesion length was unknown. The lesion was an arch type ii. A 5mm angioguard rx was successfully deployed beyond the target lesion. The lesion was pre-dilated with an unknown balloon catheter and an 8x30mm precise pro rx stent was successfully implanted . The angioguard rx stent was removed with no debris noted in the basket. The patient left the angiography suite with no neurological deficit. After discharge from the index procedure, the patient experienced a mi and expired. According to the investigator, the event was not related to cordis product or index procedure. The study coordinator confirmed the patient was not hospitalized at the time of the mi. He was brought into a sister hospital that night, just a few hours after his baseline carotid ((B)(4)) stenting in cardiac arrest and was not able to be resuscitated. There was no testing done at the sister hospital however an autopsy was done and showed the mi (new plaque rupture). The product is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
After the procedure in which the patient had a stent placed in the ostium of the left ica the patient experienced hypotension secondary to increased vagal tone which was treated with intravenous phenylephrine. The post-procedure nih stroke scale score and rankin stroke scale score were not done. The site reported a 0% final residual stenosis with no dissection. The site reported no maes and the patient was discharged. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15177400 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15177400. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors.

Event description:
Additional information received/adjudication minutes review: the adjudication minutes received agree with the previous diagnosis that the contributing etiology for the patient's death approximately three (3) days after stent placement was cardiac in origin and was unrelated to both the precise stent and the index procedure and was not neurological in nature. According to the autopsy report, the cause of death was an acute myocardial infarction secondary to severe calcific atherosclerosis of the right coronary artery with acute hemorrhage into the calcific plaque. This information does not change the previous determination. Additional information notes that post-procedure, the patient experienced hypotension secondary to increased vagal tone which was treated with intravenous phenylephrine. The post-procedure nih stroke scale score and rankin stroke scale score were not done. The site reported no maes and the patient was discharged on asa and clopidogrel.